Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, scratches were noted on the lens surface after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.